Event description:
It was reported that 10 months after implantation of a 2.75x16mm taxus express2 drug eluting stent, an instent restenosis occurred. During the initial procedure, the target lesion was located in the saphenous vein graft to ostial right coronary artery. A pre-intervention stenosis of 90% was reported. The vessel was reported not be calcified or tortuous. After balloon dilation a 2.75 x 16 mm taxus express2 stent was deployed in the lesion. A post-intervention stenosis of 0% was recorded. Pt medications included plavix and heparin during the procedure, and plavix and aspirin following the procedure. Pt complications were reported as none. The pt presented 10 months after the initial procedure with an in-stent restenosis of 99% in the saphenous vein graft. After balloon dilation, a 3.0x12mm taxus stent was deployed in the region of the in-stent stenosis. A post-interventin stenosis of 0% was reported. Pt complications were reported as none.